Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00297 on 28-nov-2024. Additional information (12-dec-2024): siemens reviewed the instrument data and observed that air and liquid values of standard a and standard b were within the normal range, calibration was acceptable and there was no major difference between the sample, which indicated that there was no issue with sample integrity/short sample. Further, the siemens reviewed the event and ruled out reagent issues as quality control (qc) recovered within acceptable ranges and concluded that the flared-out sample diluent 1 (d1) tubing potentially contributed to the falsely elevated sodium (na) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated sodium (na) results were obtained on 2 patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) was acceptable at the time of sample processing. Siemens remotely advised the customer to trim diluent 1 (d1) tube to sample diluent cap. The customer trimmed the sample diluent tubing, which resolved the issue. A siemens customer service engineer (cse) was dispatched to the customers¿ site. During the visit, the cse ran numerous precision test, and all recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated sodium (na) results were obtained on 2 patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician(s), who questioned the results. The samples were sent to the sister hospital and repeated on an alternate dimension vista instrument. The repeat results recovered lower than the erroneous results and were reported as the correct results to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.